Manufacturer narrative:
Submit date: 03/02/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/10/2009 that a customer had an issue with the curity gauze. The customer stated that the gauze is fraying in the wound.